Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified; however, when customer changed pump supplies, the alarm recurred. Technical support began another system check, but the root cause could not be determined because customer declined to remove the infusion set cannula from the infusion site. Customer successfully resumed insulin delivery. Customer's blood glucose ranged from 159-174 mg/dl.